Event description:
It was reported that less than an hour into a da vinci s prostatectomy procedure, a hole was observed in the tip cover accessory attached to the monopolar curved scissors (mcs) instrument. It was reported that the surgeon rarely applied cautery energy to the mcs instrument without also contacting tissue, and there was nothing unusual about the settings on the electrosurgical unit. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory an monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.